Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a higher reading on the adc freestyle libre sensor compared to a competitor brand meter. The customer stated she received a scan result of 129 mg\dl on the adc freestyle libre sensor compared to a glucose test result of 57 mg\dl obtained on the competitor brand meter. The customer experienced symptoms of shakiness, confusion, heat, anxiety, and mental confusion. Hcp contact was made and the customer was diagnosed with hypoglycemia and treated with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. A DHR (device history review) for the freestyle libre sensor and sensor kit was reviewed and the DHR showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported a higher reading on the adc freestyle libre sensor compared to a competitor brand meter. The customer stated she received a scan result of 129 mg\dl on the adc freestyle libre sensor compared to a glucose test result of 57 mg\dl obtained on the competitor brand meter. The customer experienced symptoms of shakiness, confusion, heat, anxiety, and mental confusion. Hcp contact was made and the customer was diagnosed with hypoglycemia and treated with oral glucose. There was no report of death or permanent injury associated with this event.